Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited oversensing of electromagnetic interference. No intervention was performed. Patient was stable.